Manufacturer narrative:
During a device inspection, an arjo technician confirmed the reported problem. The indigo module was replaced and the bed proper functionality was confirmed during testing. The investigation performed by the manufacturer revealed that the damage was caused by the inner wire deterioration due to stress applied during up and down movements of the bed. The instructions for use for the enterprise 9000x (746-594) include the following warnings: ¿disconnect the bed from the electricity supply before starting any cleaning and maintenance activity.¿ ¿do not allow the mains plug or power supply cord to get wet.¿ as per the preventive maintenance section of the instructions for use for indigo (416260), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from the user until the service is performed. To sum up, the complaint was decided to be reportable due to the power supply cable malfunction resulted in sparks. This component was found to be damaged and from that perspective, the device did not meet performance specifications. The bed was not in use with the patient when the malfunction was observed.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
It was reported by the end-user, the power supply cable for the indigo module (intuitive drive assist) was damaged. Sparks and black marks were visible. There was no patient involved. No injury or other medical consequences reported.